Event description:
The user facility reported to terumo cardiovascular that the perfusion adaptor was missing, occurred out of box.

Manufacturer narrative:
It was reported to terumo that line 5 pack was missing; however, terumo was unable to confirm due to the device not being returned. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).